Event description:
The customer reported an axsym bhcg result of 949 miu/ml on a pregnant pt. The pt sample retested at 80,000 miu/ml and a corrected report was issued to the physician. No impact to pt management was reported.